Manufacturer narrative:
The instrument has been investigated. Ortho-clinical diagnostics customer technical services (cts) was contacted and the cts instructed the user to clean the scanner lens. The user reports this fixed the problem. The instrument to operating as expected. No repairs were needed.